Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an gastroscopy upper gi procedure with esophageal stenting on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment for a standard junctional tumor. During the procedure, the stent was almost fully deployed; however, the deployment string would not release any further. The partially deployed stent was removed. The physician decided not to use another stent as the tumor was bleeding. No treatment was administered for the bleed. It was reported that the patient was kept overnight to provide palliative care as he was older in age and the tumor was inoperable. The patient condition following the stent placement was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an gastroscopy upper gi procedure with esophageal stenting on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment for a standard junctional tumor. During the procedure, the stent was almost fully deployed; however, the deployment string would not release any further. The partially deployed stent was removed. The physician decided not to use another stent as the tumor was bleeding. No treatment was administered for the bleed. It was reported that the patient was kept overnight to provide palliative care as he was older in age and the tumor was inoperable. The patient condition following the stent placement was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned device found that the proximal end of the stent was deployed by approximately 130 mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed